Event description:
Caller from inform system user facility reported patient on (B)(6)2010, had inform results of 62 mg/dl at 0315, 116 mg/dl at 0318. Reported no adverse event relative to discrepancy. Also, on (B)(6) between 1100 and 1230, patient had an inform system blood glucose of between 299 mg/dl and 309 mg/dl. Based upon that result, the patient was treated with an unknown amount of an unknown type of insulin. Inform result at 1615 was 83 mg/dl, and at 1618 was 101 mg/dl. The patient was apparently untreated at this time, and a lab sample drawn at 1700 was returned an hour later as 8 mg/dl. The patient was transferred to the intensive care unit and treated with IV glucose. A request was made for the return of the meter, replacement sent. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.